Event description:
On 1/13/2022, it was reported by a sales representative via sems that an ar-6480 pump is not keeping pressure. This was discovered during a procedure. Patient was not affected.

Manufacturer narrative:
The complaint is not confirmed. Refer to the attached vendor evaluation for further details.